Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and cancer.

Event description:
Patient reported left side 'implant bottomed out.' Patient reported additional event of diagnosis of thyroid-ptc cancer. Device remains implanted.